Event description:
The account alleged that the nurse call was not corresponding with the bed. No pt impact.

Manufacturer narrative:
The communication cable was replaced by the account to resolve the issue.